Event description:
Surgeon using capio device during a vaginal hysterectomy; deployed device and anchor end did not come back after deployment. Unable to retrieve. Suture was not frayed at anchor end.